Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pacing impedance measurements of greater than 2000 ohms. The pacing thresholds and sensing were within normal limits. The system will continue to be monitored. There were no adverse patient effects reported.